Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient was leaning on the sensor when the cgm displayed low. It was indicated that the patient's mother treated the patient for an hour and the cgm reading did not go up. It is unknown what kind of treatment the mother provided. After the patient was treated by their mother, the patient's blood sugar went up to 98 mg/dl and the patient's mother drove the patient to the emergency room (ER) around 5:00pm. A nurse did a finger stick and it was reading 304 mg/dl. The patient was given 2 intravenous (IV) fluids and drank water. The patient was also given insulin. The patient was discharged from the ER around 11:00pm. At the time of contact, the patient was doing okay but was not feeling good. No additional patient or event information is available. No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined. It was reported that the patient did not calibrate after the inaccuracy or enter finger stick values promptly. Dexcom labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Additionally, enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.